Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, urinary/bowel problems, recurrence, dyspareunia, vaginal scarring, two cauterization procedures post implant, vaginal odor, fatigue, and adhesions. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that due to mesh erosion into vaginal canal and return of rectocele, patient underwent removal of mesh on (B)(6) 2011. (B)(4) - rectocele.